Event description:
The user facility reported leaking at the hub of the smart needle. No patient impact was reported.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of the report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death.